Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The pch was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the pitch cable breakage was a component failure and is related to product design. Additional observations not reported by site and not related to the reported issue: the pch was found to have mechanical indentations on the proximal clevis. The root cause of the is failure is attributed to mishandling/misuse. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.080 - 0.108" in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the pch instrument (lot# n10210125 0193) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sk3219. The instrument had 6 remaining usable lives with no subsequent use recorded. This issue was reported have occurred during central processing rather than during a procedure. As a result, no image or procedure video were provided for review. This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. While there is no report of patient involvement for the reported event, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the cable on the permanent cautery hook was torn. There was no report of patient involvement.